Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient noticed an increase in tics since getting their rechargeable device. Patient stated that they didn't charge very often, maybe once a week. There battery was at 25%. The rep had told the patient that they should charge the device more frequently. Perhaps for 20 min a day to try to stay above 50%. Patient had agreed to begin charging more frequently. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the issue had been resolved. The patient charged up their device to 75% and their symptoms had improved. It seemed that having such a low charge (25%) may have been contributing to the increased tics. The patient was going to charge more frequently and consistently to maintain a charge between 75-100%. There were no further complications reported.